Manufacturer narrative:
The inspection and testing of the subject device could not confirm or reproduce the customer¿s reported image issue. However, the following defects were observed during the device evaluation: a leak was observed in the scope connector due to loosening of water mouthpiece. The light guide cover lens was scratched. The charge coupled device unit cover lens was scratched, and the cover lens glue was chipped. The internal metal braiding in the bending section was deformed. The insertion tube covering was scratched. The body control unit was scratched, and air/water cylinder paint was peeling off. The biopsy port demonstrated corrosion. The up/down lock and switch box unit were scratched. The video connector demonstrated corrosion. The bending angulation system was out of specification. The instrument/biopsy channel demonstrated cuts/scratches. The universal cord demonstrated surface damage from chemical stress. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the ultrasound image was not visible, and presented a blind area in the ultrasound field, and deterioration in the quality of the image. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, a gap in the adhesive was observed on the distal end due to a shock such as being dropped, and a gap was observed on the acoustic lens due to damage of the probe unit. This report is being submitted for the malfunctions observed by service during the device evaluation (gap of adhesive, gap on acoustic lens). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information was reported by the customer stating that the problem was detected before the start of the procedure, when the endoscope was connected to the tower.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, forceps cover glue peeling was confirmed as well as damaged a-rubber and others. It was not determined whether the damage was attributed to stress, or handling of the device, or some other factors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿ultrasound gastrovideoscope gf-uct180. Chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.